Manufacturer narrative:
Evaluation revealed the freehand target device, distal gamma 350 mm to be the subject product. A headless pin was furthermore received, but as the device does not belong to the trauma division investigation will be performed separately by the division instruments. No further associated products were reported. Review of the device history records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2009) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The fixation screw of the free hand target device was completely broken at its thread. The broken off part was stuck in the bore of the target device. Furthermore a headless pin (ø 3.2 mm) was found to be stuck in the reception of the device. The appearance and the evidences of the breakage surface indicated that the target device broke in a brittle manner due to overload. The breakage of the device most likely had occurred intra-operatively caused by applying too high bending forces (¿¿target device broke when surgeon was hitting a pin with a hummer to insert the pin to bone ¿) as described in the event description, while trying to insert a non-compatible pin into the target device. The freehand target device is designed to be used in combination with a steinmann pin (ø 2.9 mm), not with a headless pin (ø 3.2 mm). Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 scn surgery, the screw of freehand target device broke when surgeon was hitting a pin with a hummer to insert the pin to bone. After that the pin did not be removed from the device.

Event description:
During t2 scn surgery, the screw of freehand target device broke when surgeon was hitting a pin with a hummer to insert the pin to bone. After that the pin did not be removed from the device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.